Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, the stent was stripped off from the stent delivery balloon. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged across its entire length with struts distorted, bunched and overlapping. The product stent protector was returned for analysis with the stent and the inner diameter measured and is within specification. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. Based on the complaint report and the analysis performed, the damage most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 28 synergy ii drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, the stent was stripped off from the stent delivery balloon. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.